Event description:
It was reported that the blades stopped spinning and the device became stuck on the wire. A 2.1mm jetstream catheter and non-bsc guidewire were selected for a lower extremity runoff procedure in the superficial femoral artery (sfa). During the procedure, as device engaged the lesion, the blades stopped spinning. The device lost complete rotation and would not rotate, even in rex mode. Simultaneously, the device became stuck on the non-bsc guidewire. There was difficulty moving the device forward and backwards. The device was able to be successfully removed with no complications. The physician successfully performed an angioplasty with an unknown new device to complete the procedure. The patient experienced no adverse effects and is fine.

Manufacturer narrative:
B3: no event date known. Bsc aware date used instead. Device analysis by MFR: the returned product consisted of a jetstream xc 2.4mm atherectomy catheter. No guidewire was in the device when returned. Visual analysis of the device showed a severe kink located 43.5 cm from the tip. There were some buckling/kinks located 96 to 98 cm from the tip. A .014 guidewire was attempted to be inserted into the device; however, it would not transcend past the kink. Functional testing was performed following the directions for use and the device functioned as designed. The damage on the catheter shaft is consistent with the device being pushed, pulled and torqued most likely through a tortuous anatomy, or a heavily calcified lesion. The restriction the customer noticed with the guidewire was most likely due to the severe kink which would give the indication of the guidewire sticking in the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
No event date known. Bsc aware date used instead.

Event description:
It was reported that the blades stopped spinning and the device became stuck on the wire . A 2.1mm jetstream catheter and non-bsc guidewire were selected for a lower extremity runoff procedure in the superficial femoral artery (sfa). During the procedure, as device engaged the lesion, the blades stopped spinning. The device lost complete rotation and would not rotate, even in rex mode. Simultaneously, the device became stuck on the non-bsc guidewire. There was difficulty moving the device forward and backwards. The device was able to be successfully removed with no complications. The physician successfully performed an angioplasty with an unknown new device to complete the procedure. The patient experienced no adverse effects and is fine.